Manufacturer narrative:
This report is submitted decmeber 23, 2019. - attachment: [157167 device analysis report reg.pdf].

Manufacturer narrative:
This report is submitted on october 15, 2019.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019, due to the patient experiencing pain and facial nerve stimulation wtih device use.